Event description:
A surgeon reported via a sales representative that a patient implanted with strattice developed a major infection on the left side. The surgeon is requesting a peer-to-peer to discuss explant of the graft.

Manufacturer narrative:
This event is being reported as serious injury due to the reported infection with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.